Manufacturer narrative:
(B)(4). Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5191817. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after using a bd insyte¿ autoguard¿ shielded IV catheter, a nurse pushed the safety mechanism button to retract the needle and the needle did not retract. The nurse was then kicked by the patient and the nurse obtained a needle stik injury to his/her left thumb. It is unknown if the nurse received any medical interventions.